Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. Concomitant device(s): 320-20-18, 6648316 - eq rev compress screw lck cap kit, 4.5 x 18mm. 320-20-22, s074194 - eq rev compress screw lck cap kit, 4.5 x 22mm. 320-20-22, s101035 - eq rev compress screw lck cap kit, 4.5 x 22mm. 320-20-22, s095435 - eq rev compress screw lck cap kit, 4.5 x 22mm. 320-20-00, 6465097 - eq reverse torque defining screw kit. 320-10-00, 6642349 - equinoxe reverse tray adapter plate tray +0. 300-01-07, 6456818 - equinoxe, humeral stem primary, press fit 7mm. 320-15-01, 6571168 - eq rev glenoid plate. 320-01-38, 6625295 - equinoxe reverse 38mm glenosphere. 320-15-05, 6629009 - eq rev locking scre.

Event description:
As reported, approximately 1.5 years postop the initial right tsa, this (B)(6) y/o patient experienced a right shoulder debridement and revision were completed due to infection. Patient was last known to be in stable condition following the event. Facility disposed of the devices.